Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) was unsure if the patient line was fully primed. The tsr explained both alarms to the patient. The hp would restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She was not sure how she got the alarm. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.